Event description:
It was reported that hemolysis and acute kidney injury occurred. A pulmonary vein isolation pulse field ablation procedure was performed using a starter rosen guidewire, faradrive steerable sheath, versacross connect access solutions, and farawave catheter. A total of sixty two (62) applications of ablation were delivered with a periprocedural activated clotting time greater than 350. Post procedure and prior to discharge the patient experienced hematuria and acute kidney injury due to hemolysis was suspected. The patient underwent dialysis twice with no improvement beyond resolution of the hematuria. The patient was discharged.

Manufacturer narrative:
B3 date of event: bsc aware date used as date of event is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.